Manufacturer narrative:
A2 - age at time of event: 85 years old at the time of study enrollment. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 6.4 mm reference vessel diameter, 75 mm length and 90% stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm balloon with residual stenosis of 25%. The target lesion was treated with 6 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 25%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject presented for protocol required 9 month follow up visit and underwent arteriovenous fistula (avf) evaluation which revealed decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 376 ml/min, resistance index (ri) of 0.62, systolic blood pressure of 165 mmhg, and diastolic blood pressure of 107 mmhg. There was no specific potential cause noted of reintervention. On the same day, 259 days post index procedure, 90% stenosis noted in left arm anastomosis and venous outflow with 20 mm lesion length was treated by percutaneous intervention with percutaneous ostial balloon angioplasty (poba) and the final residual stenosis was noted to be 10%. At the time of event, the subject was on aspirin and anticoagulant medication. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow with 5.4 mm reference vessel diameter, 57.81 mm length, and 68.52% diameter stenosis. An aneurysm was present prior to pre-dilatation which remained unchanged after test device usage. Post test device usage, the diameter stenosis was noted to be 19.3%. Event core lab duplex ultrasound findings dated (B)(6) 2025 revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 135 cm/s, patent proximal access (swing point) with peak systolic velocity of 141 cm/s, patent mid access (cannulation zone) with peak systolic velocity of 73 cm/s, patent distal access (cephalic arch) with peak systolic velocity of 92 cm/s, and patent axillosubclavian junction with peak systolic velocity of 107 cm/s. However, arterial anastomosis was not assessed. On the same day, the outcome of the event was considered as resolved.

Event description:
It was reported that restenosis occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 6.4 mm reference vessel diameter, 75 mm length and 90% stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm balloon with residual stenosis of 25%. The target lesion was treated with 6 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 25%. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, the subject presented for protocol required 9 month follow up visit and underwent arteriovenous fistula (avf) evaluation which revealed decreased blood flow indicating av access dysfunction. Avf functional assessment revealed flow volume (fv) of 376 ml/min, resistance index (ri) of 0.62, systolic blood pressure of 165 mmhg, and diastolic blood pressure of 107 mmhg. There was no specific potential cause noted of reintervention. On the same day, 259 days post index procedure, 90% stenosis noted in left arm anastomosis and venous outflow with 20 mm lesion length was treated by percutaneous intervention with percutaneous ostial balloon angioplasty (poba) and the final residual stenosis was noted to be 10%. At the time of event, the subject was on aspirin and anticoagulant medication. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow with 5.4 mm reference vessel diameter, 57.81 mm length, and 68.52% diameter stenosis. An aneurysm was present prior to pre-dilatation which remained unchanged after test device usage. Post test device usage, the diameter stenosis was noted to be 19.3%. Event core lab duplex ultrasound findings dated (B)(6) 2025 revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 135 cm/s, patent proximal access (swing point) with peak systolic velocity of 141 cm/s, patent mid access (cannulation zone) with peak systolic velocity of 73 cm/s, patent distal access (cephalic arch) with peak systolic velocity of 92 cm/s, and patent axillosubclavian junction with peak systolic velocity of 107 cm/s. However, arterial anastomosis was not assessed. On the same day, the outcome of the event was considered as resolved. It was further reported that the event core lab duplex ultrasound findings dated (B)(6) 2025 revealed patent arterial anastomosis with peak systolic velocity of 303 cm/s.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information a2 - age at time of event: 85 years old at the time of study enrollment e1 - initial reporter address 1: (B)(6). Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.